Event description:
It was reported via a trial that approximately 16 months post xience v stent implantation in a saphenous vein graft to obtuse marginal, the pt experienced chest pain which was diagnosed as a non-st elevation, non q wave myocardial infarction. Diagnostic angiography on (B)(6) 2010, revealed 95% in-stent restenosis in the mid-portion of the stent. A non-abbott stent was placed inside the xience v stent, reducing the stenosis to 25%. On (B)(6) 2010, the pt was discharged. On (B)(6) 2010, the pt experienced chest pain and was hospitalized. On (B)(6) 2010, a diagnostic angiogram revealed in-stent restenosis within the non-abbott stent. Balloon angioplasty was performed reducing the stenosis to 50% with a timi flow of 3. There was no adverse pt sequela reported. On (B)(6) 2010, the pt was discharged. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported angina, myocardial infarction (mi) and re-stenosis are listed in the instructions for use (IFU) as known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. It was reported that the xience v stent was implanted in a saphenous vein graft (svg). It should be noted that the IFU states that the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in pts with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. The implanted stent in the (svg) did not contributed to the reported pt effects as the angina and ischemia are related to the re-stenosis. Although, a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure.